Event description:
It was reported that a beta bionics ilet user would like to return the ilet after a hypoglycemic episode of 47 mg/dl blood glucose (bg). She has diabetic gastroparesis and feels her bg is not managed well enough. The user felt nauseous, shaky, and fatigued during the reported episode. She was able to treat with carbs and did not require further intervention. The user stated not immediately treating lows after getting alerts from the ilet. She usually does not eat until bg gets under 60 mg/dl causing the low to last longer.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.